Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Information received indicates the casters turn side to side when in brake. Brake is hard to lock into position.